Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. Upon visual examination, no damage or abnormalities were noted; however, the component did not pass the leakage test due to a pinhole tear identified in the microscopic inspection. Based on the information available and analysis results, the fluid leak and pinhole identified in the balloon could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the balloon of this artificial urinary sphincter exhibited a loss of fluid caused by a hole. A revision surgery was performed to remove and replace the balloon. There were no patient complications reported.

Event description:
It was reported that the balloon of this artificial urinary sphincter exhibited a loss of fluid caused by a hole. A revision surgery was performed to remove and replace the balloon. There were no patient complications reported.